Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons were responsive to user input with normal spring back or click. The keypad was removed for investigation and revealed no defects in the button contacts, no signs of moisture damage and no contamination around the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the pump powered on with only two audible beeps and vibratory sounds and a blank display screen. After returning the pump to the factory default settings during testing, the pump powered on normally to the verify screen. Pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms occurring and no power loss or rebooting duplicated. Also unrelated to the complaint, the pump software was found to be corrupted and the pump powered on with only two audible beeps and vibratory sounds and a blank screen.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.